Event description:
It was reported the device was used during a thoracoscopy with wedge resection. It was reported the surgeon used the ez45g and it closed on tissue on first firing. He was not happy with positioning, released instrument and it would not release. The black sheath was covering the jaws. It was finally opened with manipulation, then the rear of the cartridge popped up. The surgeon requested a new device and another was opened to complete the case.

Manufacturer narrative:
Tracking #.49149. Ees #.980726/c. D5,6; h2,3,4,6; g4: added addition info. D6: corrected field to read na. Endopath thoracic endoscopic linear cutter with safety lock: based on the inquiry info received, the visual examination, and the functional testing, no conclusion could be reached as to why the instrument reportedly "would not open" during surgery. The instrument was returned in good physical condition. The instrument was cycled, fired, cut, and formed the staples within design specification. The instrument was disassembled to examine the internal components and no deformations could be identified. It was concluded that the instrument was fully functional and conforming to design specifications. The experience the surgeon reported could not be repeated.